Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of an unexpected restart, displayable history crc check failed at startup, and external ram crc error from the insulin pump. The customer's blood glucose reading was 8.0 mmol/l. The customer stated that they went through batteries very quickly. The customer stated that they ended up having high blood glucose and did not trust the pump. The customer also stated that there were 2 motor errors that occurred one minute apart. The customer stated that there was a low battery and a history anomaly from the pump. Customer was advised to revert to a backup plan. The customer will be sent a replacement pump.